Event description:
It was reported that during a thyroidectomy the tip of the instrument started getting hot and it was causing the tissue to smoke and char. The surgeon excised the charred tissue. The instrument was replaced and completed the case with no pt consequence.